Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h3.

Manufacturer narrative:
Updated fields - b4, d8, g1 (contact person ¿ mfg site), g3, g6, h2, h3 , h6(type of investigation, investigation findings, investigation conclusions), h11. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) customer called for assistance with an ongoing gas gain alarm. There was patient involvement however, no adverse event reported. Customer said he received report that the alarm had gone off a ¿couple times¿ overnight but the pump was alarming ¿a whole bunch.¿ this issue occurred on a cardiosave using a sensation plus 40cc balloon (the same balloon from monday). No harm or injury was reported. Customer said that they switched the console yesterday (tuesday, july 29th) and the alarm has gone off about 5-6 times since. Getinge emergency support team had connor print an alarm history log strip which listed many augmentation alarms and two gas gain alarms (one at 7:13 am and one at 8:13 am) both during his shift this morning. Customer verified appropriate troubleshooting by checking that all cables and connections were appropriate and secure, the helium tank was full and had not alarmed, and there was no presence of blood or any discoloration in the helium tubing. Getinge emergency support team explained the nature of the alarm and what could potentially trigger it. Getinge emergency support team asked if there had been any changes in the patient¿s condition which he denied. He did, however, report that this patient has been walked frequently using their protocol. Getinge emergency support team verified it was a femoral insertion and reviewed our recommendation for femoral insertion. Given the fact that the patient had been ambulating with a femoral insertion, getinge emergency support team explained that this was likely the cause of the alarm triggering as the walking correlated with the alarm. Getinge emergency support team gave customer the direct contact information and asked that he call if the alarm continued ¿ even if it went off just one more time ¿ so we could troubleshoot together. He was appreciative of the support and provided the new console serial number.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
The customer reported recurring gas gain alarms during use of the cardiosave intra-aortic balloon pump (iabp) with a sensation plus 40cc balloon. The issue continued even after the console was replaced. Alarm history indicated multiple augmentation alarms and two gas gain alarms. Troubleshooting confirmed that all connections were secure, the helium tank was full, and there was no blood or discoloration in the tubing. The patient, who had a femoral insertion, had been ambulating frequently, which was identified as the likely cause of the alarms. No patient harm or injury was reported.